Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient's seizures had gradually worsened over the last 6 months. The patient was previously on the ketogenic diet which worked extremely well, but has been off the diet now for about two years. Vns settings and medications were adjusted. It was noted that the patient is having about 20 brief staring spells, which the physician assumes are atypical absence seizures, each day. The patient is also having myoclonus every few minutes throughout the day and these are at times very forceful. The patient's settings were noted to be output=1.5ma/on time=30sec/off time=3min. The physician received a warning that frequent monitoring due to end-of-battery-life would be needed, although the vns was still functioning. It was later reported that the patient would be referred for generator replacement as the device is nearing end of service (ifi=yes) and the patient is having an increase in seizures. It is unknown whether or not the patient's worsened seizures are above the patient's pre-vns baseline. Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2012. Attempts to obtain additional information have been unsuccessful to date. The explanted generator has not been received by the manufacturer for product analysis to date.

Event description:
The generator was returned to device manufacturer for analysis; however, analysis has not yet been completed.

Event description:
Analysis of the pulse generator revealed that the device was ifi = yes. There were no performance or any other type of adverse conditions found with the pulse generator.